Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge had been filled with approximately 300 units of insulin, and the insulin gauge remained static at 105 units. During troubleshooting with tandem technical support, the customer reloaded the cartridge and received an accurate fill estimate. The customer's blood glucose level was 250 mg/dl, and was addressed by delivering a manual injection.